Manufacturer narrative:
A sample lens was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, email and fax. A completed questionnaire was not received, but event clarifications were made by phone and email. (B)(4).

Event description:
A cot reported that six days after an intraocular lens (iol) was implanted, the patient called to report that she was not seeing well and had noticed shadows in her vision. She returned to the clinic, and the surgeon observed a smudge on the implanted iol. Initially, the surgeon was contemplating a lens exchange; but instead, he returned to surgery with the patient three weeks after initial implantation and used a hook instrument to gently remove the smudge on the iol. He could not determine what the smudge might have been, but he did indicate that the patient is doing well. Additional information was requested.